Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for a transcatheter aortic valve replacement (tavi) using a small flexnav delivery system. During procedure, when the flexnav and navitor was loaded and inserted in the femoral artery of the patient in the safari guide wire, the physicians felt resistance in common iliac artery probably due to the calcification. They tried to push the delivery system but it did not pass. The physician removed the flexnav and a new 18f non-abbott introducer was chosen. The physician and the therapy specialist analyzed the integrity of the delivery system and it looked good so the same delivery system with the same valve were used. The physician started to deploy the valve in the annular position until 80% of deployment, she checked the height of the valve and decided to resheath completely because it was too high. While trying to retract the valve back into the delivery system, when the deployment wheel was fully closed, it remained open 15-20%. They tried to use the micro adjustment wheel but it didn¿t solve the problem. The physician decided to pull back the valve, flexnav and the introducer. For the safety of the patient the physician decided to use a new flexnav delivery system, navitor valve and 20f non-abbott introducer. The valve was correctly deployed. The patient was reported good. There was reported consequences occurred.

Manufacturer narrative:
An event of difficult advancement through patient anatomy and retraction difficulty was reported. Information from the field indicated that the physicians felt resistance in common iliac artery probably due to the calcification, and while trying to retract the valve back into the delivery system, when the deployment wheel was fully closed, it remained open 15-20% (even with the micro adjustment wheel). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The lot history record was reviewed, and no related incidents were found for this lot. Based on available information, the reported difficult advancement appears to be related to patient anatomy (calcification). A cause for the reported retraction difficulty could not be conclusively determined.